Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported bd emerald¿ syringe was damaged. The following information was provided by the initial reporter: "we have a further complaint for the same issue cracked syringe...".

Event description:
It was reported bd emerald¿ syringe was damaged. The following information was provided by the initial reporter: "we have a further complaint for the same issue cracked syringe..."

Manufacturer narrative:
H6: investigation summary: as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined. Examination of the product or lot involved in this incident may provide clarification for the cause of this reported failure.